Event description:
Plaintiff reports initial bilateral implantation 1/27/78 with explant 10/15/80. Plaintiff alleges various symptoms including but not limited to, infections, ruptures, and silicone syndrome.